Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be completed due to a leak at the angulation control knob. The cause of the leak could not be further presumed. The instructions for use (IFU) states the inspection method of the air/water (a/w) nozzle prior to use as follows: "¿operation manual_ preparation and inspection - inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the IFU states reprocessing of a/w nozzle/channel as follows: "reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories - flush the air/water channel with detergent solution - remove detergent solution from all channels" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope control knobs were leaking. During evaluation it was found that the endoscope is clogged with foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that due a cut on switch button 1 to water tightness is lost/air/water cylinder had discoloration/cover had crack, switch button 2 is damage or deformation of parts/light guide had and adhesive on rubber had a crack. Additional information has been requested regarding this event. A root cause could not be established, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.